Event description:
It was reported that the instrument experienced several issues. The needle came loose, and the device was difficult to toggle, load, and unload. It was confirmed that no device component fell into the cavity of the patient. A new device was used to resolve the issue and complete the case. No additional operation was planned to correct the issue, and the patient outcome was reported as alive with no injury.

Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument (lot#j4e3932ey); unknown endo st, unknown endo stitch sulu (lot#unknown); unknown endo st, unknown endo stitch sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.